Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During the rewarming phase of ivtm therapy, the thermogard console (sn tgxp00637) displayed a tcmid:02 (ce danfoss error) error message. The warming blanket was used to continue with treatment. No consequences or impact to the patient.